Event description:
It was reported by the affiliate that during a video assisted thoracic surgery lung lobectomy procedure, when the surgeon fired the device, the staples were formed on the reload unit not the tissue of the patient. The patient lost 100ml blood. The surgeon used hand sewing to continue the procedure, no blood filtering. The procedure was prolonged twenty minutes. The patient is fine now.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with four (B)(4) reloads present. Reloads c, d and e were received fully fired with the spring lockout normal. Reload b was received partially fired which indicates that the device's firing cycle was interrupted. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).